Event description:
It was reported that during an unk procedure, the manual activation of the device was defective. The device worked periodically. There was no adverse consequence to the pt. No further info was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.